Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient came into the clinic for a routine follow up. Upon interrogation, an increase in pacing impedance and capture threshold were noted on the right ventricular lead. No further intervention was performed at this time. Patient is in good condition.